Event description:
Orders received to place IV. Heat pack obtained to increase peripheral vasodilation, placed on patient's right arm and right leg. IV placement delayed by emergent need to resecure endotracheal tube. Warm pack on for 10 minutes. Upon removal of both packs, right arm found to be reddened, with 2 larger blisters (2cmx0.5cm and 1cmx1cm) and 2 smaller blisters clustered (second degree burn) right leg with no blisters and minimal redness which disappeared after 20 minutes (first degree burn). Heat packed used was medichoice instant warm compress (reorder # cwp951). Attending md notified, extremity elevated. Silver sulphadiazine ordered and applied to area, with light dressing covering.